Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). The last capacitor reformation had a charge time of 18.9 seconds with a monitoring voltage of 2.56. This device is part of the renewal 1 and renewal 2 short devices - pre-corrective action (8/26/05).